Manufacturer narrative:
The device was received and evaluated. The exposed soft cannula of the received pod was found to be kinked. During fluid path test, fluid was observed leaking through a tear on the exposed portion of soft cannula, where the tip of formed needle rested. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose rose to 20 mmol/l (360 mg/dl). The pod was worn on the patient's abdomen for between 24 and 36 hours. As treatment, a new pod was applied.